Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a call service alarm (078) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: review of the pump¿s alarm history and black box data revealed call service 078-0008 alarm recorded. On investigation, the pump powered on with functioning audio tone and vibration features. However, the display screen remained blank. A test display also remained blank when attached. The pump was opened for investigation and revealed moisture ingress into the pump¿s interior component with moisture contamination on internal components. The blank display was determined to be caused by the moisture damage to components inside the pump. The pump case was noted to be cracked with moisture leakage at the site of the crack.